Manufacturer narrative:
The reported symptom was verified by the screenshots provided by the customer, which showed that there was no high tach alarm in the arrhythmia parameter box. A medium alarm was displayed correctly for a high heart rate in a separate parameter box. In this case svt was configured to ¿off,¿ which resulted in no auditory high alarm sounding at the time of the svt event. It was determined that the ics functioned as designed and there was no malfunction.

Event description:
See initial report

Manufacturer narrative:
Screenshots were provided by the customer that showed that there was no high tachycardia (tach) alarm in the arrhythmia parameter box, however a supraventricular tachycardia (svt) alarm was shown in the advance arrhythmia parameter box. A medium alarm was displayed correctly for a high heart rate in a separate parameter box. In addition, the screenshots showed that in this case svt was configured to ¿off,¿ which resulted in no auditory high alarm sounding at the time of the svt event. Since svt is a higher grade alarm than tach, this is the reason that svt detection was displayed where they were both set to the same limits. Although the device was working as designed, a design change request has been opened to add a supplement to the IFU for software version 2.4, which will include identifying device alarm behavior and understanding the hierarchy of alarms within the advanced arrhythmia alarm settings.

Event description:
See initial report

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that although the "high" alarm level for tachycardia is selected in the arrhythmia setting, the central station only displayed a medium alarm for the high heart rate. There was no reported patient consequences.